Event description:
Information received indicates the brake pedal will engage but the casters will not hold.

Manufacturer narrative:
The technician replaced the worn brake casters and brake block mechanism to repair the bed.